Event description:
The device was returned due to being stuck at firmware screen. The results of the investigation found that the device's upstream occlusion (uso) seal was buckling. There was no patient involvement.

Manufacturer narrative:
B3: (B)(6) 2025 was the reported year and month of the event, but the exact day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckling upstream occlusion (uso) seal. The uso seal was replaced to fix the issue.